Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator resetting itself. The device was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the customer's complaint was confirmed. The device's display board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was resetting itself. The device was not in patient use. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.